Event description:
It was reported that the balloon ruptured. A wolverine cb mr, ous 4.00 x 15mm was selected for treatment of the target lesion. During the procedure, when the physician attempted to inflate the balloon, they noted that it had burst. The device was removed from the patient, and another similar device was used to complete the procedure successfully. There were no patient complications.